Event description:
It was reported that during an unspecified surgical procedure it was observed that the small battery drive was not running. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not have any power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to internal motor or electronic control unit failure (ecu) due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.